Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and a cartridge alarm occurred during load sequence. During troubleshooting with tandem technical support, the malfunction alarm was cleared, a new cartridge was loaded and insulin delivery was resumed successfully. Customer¿s blood glucose level was 146 mg/dl.